Event description:
A surgeon reports that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system due to an insufficient amount of viscoelastic. The lens was removed and replaced.